Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Pt decreased her coumadin dose between (B)(6) 2011 and (B)(6) 2011 due to a nose bleed caused by sinus issues. Pt's therapeutic range: 3.0-4.0 inr.